Event description:
The recipient reportedly experienced redness and scabbing at the magnet site. The recipient was prescribed antibiotics (type unknown). Recommended discontinued use for one week.

Manufacturer narrative:
Advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's redness and scabbing have reportedly resolved and the recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.